Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported problem "keypad issue where the 2, 5, 8, ok and circle buttons do not work" was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump keypad 2, 5, 8, ok and circle buttons did not work. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.